Manufacturer narrative:
Other-at this time, the suspect component is not available for return. Due to the part not being available to be returned, no further evaluation can be completed at this time.

Event description:
The respiratory therapist reported: excessive rain-out.

Manufacturer narrative:
The device sample was not available for investigation by our quality team. However, the quality team identified that a defective crimping could cause bad electrical connection of the heating wire to the power supply. This could generate rain out in the circuit. If set up to crimping equipment is not properly done, the crimping height can be out of spec. This issue will be internally investigated within vyaire.